Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 390 mg/dl, confirmed by fingerstick at 403 mg/dl, while using the ilet system after a meal that was announced; a full infusion set and supply change was performed with no abnormalities observed and insulin delivery was resumed as usual. Customer care provided support that included product-use troubleshooting, and review of infusion set function. Investigation of this case revealed no device malfunction observed during troubleshooting and no identifiable cause for the hyperglycemia. No clinical symptoms associated with elevated blood glucose reported. Outcomes included transient interruption to therapy with user troubleshooting and education completed, and no hospitalization or medical intervention reported. It was concluded that the event was consistent with hyperglycemia of unclear cause with device function not confirmed to be contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.